Manufacturer narrative:
Product is expected to be returned but has not yet been received.

Event description:
It was reported the ardis implant broke during surgery. The cage was fixed to the inserter and placed in the disc space. The implant broke upon the first impaction. Additional info has been requested but is not available at the time of this report. Any additional relevant info will be provided upon receipt.